Event description:
The device is failing it's self test with an error code of "c0004 0000 not ready for use." There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).